Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral duodenal stent was implanted in the duodenum during a duodenal stent placement procedure performed on an unknown date. According to the complainant, the stent was used to treat a duodenal stricture secondary to pancreatic head mass. After stent placement, a perforation in the distal tip of d2 segment of the duodenum was noted causing excessive abdominal gas and pain. A small covered stent was implanted within the wallflex enteral duodenal stent to seal the perforation and the patient was hospitalized for 3 weeks. In the physician's assessment, the stiffness of the wallflex enteral duodenal stent may have contributed to the perforation. The patient's condition at the conclusion of the procedure was reported to be stable.